Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a green/gold colored 3.5mm lc-dcp drill guide (a device found in a regular small fragment set) was noted during an inspection of the device to be broken. It was explained that one of the pieces that go into each side of the device (notably a repairable component of the device) was found to be broken off. The broken piece (on the green or left side of the device) is thought to have broken off due to wear and tear. The device did not malfunction in a surgery. It was confirmed that there was no patient involvement. Reportedly the device will not be returned through the service and repair process as the customer facility had a replacement piece. This report is for one (1) 1.1mm threaded guide wire. This is report 1 of 1 for (B)(4).